Event description:
It was reported that this right ventricular (rv) lead delivered inappropriate anti-tachycardia pacing (atp) and shock due to oversensing and noise signals. High impedance was high out of range and high capture thresholds were noted. The lead was found to be fracture and was explanted and replaced. No additional adverse patient effects were reported.